Event description:
It has been reported to philips that the c-arm stopped moving. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was delayed and completed by using another system. During onsite visit, the philips field service engineer (fse) inspected the system and identified that the faulty amc drive was the cause of the geometry movement failure. Analysis of system logfile amc error indicating the replacement rate is above the upper control limit. To resolve this issue, the fse replaced the lower amc drive and completed the current calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation's outcome.